Manufacturer narrative:
The device was reported as discarded. The event description states that the hub on the sheath separated from the shaft upon removing from the patient's body. A manufacturing record review was completed and zero nonconformances were found that were related to this failure. There was no returned product to complete an evaluation. Therefore, the root cause for this failure is undeterminable.

Event description:
Four (4) french sheath and dilator were advanced over the wire. When the dilator and the wire pulled out, the hub of the sheath was pulled out without the body of the shaft of the sheath. This was cut/got separated for an unknown reason. To retrieve the shaft of the sheath, obtained a contralateral access in the left groin. A micropuncture needle was used. We upgraded it for a 6 french sheath. Angiography was obtained with the tip of the catheter in the left external iliac artery. We advanced wire and catheter. Selective abdominal aortogram was performed. We crossed over to the contralateral side using the catheter and this wire. We then advanced the wire down the sfa. After that we exchanged this system out for a 7 french sheath, 45 cm. The tip of the catheter was in the right external iliac artery. Tried to snare it initially, but this did not work. Then tried to advance wire into the sheath that cut to externalize it but this did not work either. Tried using a different wire but this did not work either. Obtained a surgical consult. After that, obtained a right common femoral arterial access using the micropuncture needle, advanced a 6 french sheath. Then was able to snare the 4 french sheath which was in the right external iliac artery using a 6 french snare. The whole length of the shaft was intact.